Manufacturer narrative:
Upon a follow up, the customer reported that the battery was replaced to address the reported issue and the unit was returned to use.

Event description:
It was reported that the ventilator had a battery failure. The issue occurred during set up, with no delay to therapy noted. The customer was provided with part number for the battery. Further information pending.